Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). When asked what the patient settings were, they replied, "per the patient 8.5 amps" at "210 pulse width 14 rate." When asked which electrodes were being used they replied, program 3 initially. When asked to clarify the statement that the device went faulty, they responded that this was the patient's assumption/description, not the manufacturer's or the physicians. When asked if this was caused by normal battery depletion and/or related to the previous claim above regarding battery depletion due to running at max settings, they replied, "yes." The rep replied that the cause of the device not working was "unknown 100% most likely cause lead moved or was not close to the nerve on placement." When asked what most likely caused or contributed to this issue, they replied, "high amp depletion."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of pli# 10 product ID# 3058 found the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of pli# 20 product ID# 978b128, found the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b128 lot# va2d9fd, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: lead. Product ID 978b128, lot# va2d9fd, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They mentioned that the last time they had the implant replaced, they also had to replace the lead because it had "slipped."

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. Pt said they have not seen their hcp because they have not had had any issues since it was implanted until the last week or two when they started having intermittent accidents, but yesterday was really bad, anytime they ate it came right out. Pt said they used their control equipment and saw the message: "low internal battery contact your clinician" and today the equipment would not communicate with their implant and any time they eat anything it comes right out. Asked pt to use their control equipment to check what the message says today and when pt synched with the ins they got: your therapy may have stopped end of service contact your clinician. Reviewed end of service meaning redirected to their doctor. Pt confirmed they used high settings they "maxed out" their settings. Pt said they do not have a managing doctor, they want to have therapy again as soon as possible to prevent issues. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient and said that they did see managing physician who confirmed ins has depleted. Patient said that was extremely frustrated as this unit only lasted just over a year and said when the first implant was being replaced, they told both the healthcare provider (hcp) and medtronic representative (rep) that they set it at the max setting at 8.5. Patient said that because this battery didn't last as long as the first one, they didn't feel that patient should have to pay for replacement as hcp and representative were notified of patient's setting beforehand when they decided to implant the same model that had previously. Patient said that they were scheduled for replacement surgery on (B)(6) and if [manufacturer] wasn't going to cover out of pocket expenses, they will have system removed and said will sue [manufacturer] for negligence. Patient services reviewed that urgent email would be sent to the field team with request to follow up with hcp regarding situation. Patient services provided a brief overview of unreimbursed medical expenses and said that an email would be sent to patient relations. Patient called back on 2023-feb-02 and stated they will be having surgery on (B)(6) 2023 and that they will not pay for it. They said they talked to their surgeons office today and were told it would be $4,150 out of pocket cost. Patient said since their ins displayed the eos message they have continued to have accidents. They said that they have been sick for over a month and that the ins went "faulty" a year and a couple months ago. Patient stated they would like a call back by the end of the day tomorrow. Agent sent emails to reps and patient relations.